Event description:
There was an allegation of questionable calcium gen.2, sodium electrode, and glucose result from the cobas 6000 c501 module for three patients. Patient 1's initial calcium result was 2.4 mg/dl, and the repeat result was 8.9 mg/dl. Patient 2's initial glucose result was 40 mg/dl, and the repeat result was 96 mg/dl. Patient 3's initial sodium result was 277 mmol/l, and the repeat result was 140 mmol/l.

Manufacturer narrative:
The reagent lot numbers and expiration dates were not provided. A field service engineer (fse) determined that there was a leaky cell rinse tube, which caused the cell rinse overflow. The fse exchanged the cell rinse tube and confirmed that the tests and module were running within specifications. The investigation determined that the issue is consistent with the issue found by the fse.